Manufacturer narrative:
The driver open spine clamp was returned for evaluation. Findings confirmed the allegation and noted that the tip of the driver was worn with rounded edges. The instrument was replaced. Manufacturing date was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clamp driver was worn and required replacement. There was no patient present when this issue was observed.

Manufacturer narrative:
Initial reporter received from the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the clamp driver was worn and required replacement. There was no patient present when this issue was observed.